Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was over 500 mg/dl. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.